Event description:
This report was received from a physician who reported increased intraocular pressure in three pt's post cataract surgery. He called and asked if there had been any other reports with this particular lot of healon. He had performed five cataract surgeries using the same lot nos. Three of the five pt's experienced increase intraocular pressures greater than expected postoperatively. Pt three is a 74 year-old woman who had a left cataract extraction on 10/6/98. Prior to surgery her intraocular pressure was 12. After surgery, her intraocular pressure was 28. She was treated with iopidine and betimol. Final outcome is not known at the time of the initial report. The physician believed the event to be related to healon since the intra ocular pressure was greater than expected postoperatively. This pt's intra ocular pressure was normal after one week.